Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00642, initially reported on (B)(6) 2020 through esubmitter. This MDR is to reflect the additional information received. A titan otr pump and two cylinders were received for evaluation. Microscopic inspection and testing of the returned component revealed a separation within confined abrasion in the longer pump exhaust tubing, indicating that the tubing had been kinked and abrading against itself over a period of time. Testing revealed this to be a site of leakage. Testing revealed a separation in the longer pump exhaust tubing. This was a site of leakage. Microscopic inspection revealed a group of partial striations, pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic inspection revealed a group of partial separations within abrasion on the pump inlet tubing and the longer pump exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic inspection revealed surface abrasion on the pump inlet tubing and longer pump exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and pump inlet tubing indicated that they may have overlapped and abraded against one another. This then, may have resulted in the longer pump exhaust tubing kinking and abrading against itself while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, pump tubing leak (hole). Pump replaced only.